Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was silicone on the plungers of bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that there was silicone on the plungers of bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Manufacturer narrative:
H.6. Investigation summary: 145 syringes were returned with silicone inside the syringe and on the rubber stopper therefore failure mode was verified. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of (B)(4) units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. No corrective actions required, silicone is a normal part of the assembly process. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unable to determine a root cause.

Event description:
It was reported that there was silicone on the plungers of bd luer-lok¿ syringe bulk sterile pharmacy convenience trays. There was no report of exposure, injury, or medical intervention.